Event description:
Acct reports that the stopcocks are "leaking" at the "off" handle. States the anesthesiologists are just throwing them away until they find one that works. As a result, they are using a lot of product. No pt injury reported.